Manufacturer narrative:
No product has been returned for evaluation. A review of photographic images provided confirm the reported event. No product will be returned for evaluation as it has been kept by the facility. Labeling review: post-operative: "...patients should be instructed in postoperative procedures and the importance of adherence to these procedures. Postoperative care includes, neck support, activity modification for a period of time after surgery and formal rehabilitation..." "...the patient should be made aware of the limitations of the implant and potential adverse effects of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken, or loose implant components..." No product returned.

Event description:
On (B)(6) 2018 patient underwent a procedure where a porous coated motion (pcm) device was used. A revision procedure was performed on (B)(6) 2018 due to a migration of the device. No patient injury has been reported.